Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient stated that while removing the cassette, patient noticed fluid inside the cycler door. Patient also stated that a pinhole located in the middle of the left dome on the soft side of the cassette was the source of the leak. The sample was discarded. Patient had no ill effects.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specs.